Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The patient was admitted to the hospital on (B)(6) 2016 diagnosed with hypoxia and failure to thrive. She was discharged to hospice care and subsequently died on (B)(6) 2016. The site reported the patient's death was not related to the superdimension device or the enb procedure.

Manufacturer narrative:
Please see additional information.

Event description:
The site reported the cause of death is progression of stage IV lung cancer.